Event description:
Maude event report received concerning leakage issue with use of 11956 clave connector. (B)(4) report describes the (B)(6) event/issue as follows "defective clave causing leaking of fluids and increased potential for infection." Follow up information reported "...there were no issues during the set up or priming; the inner piece of the clave become "stuck" and was depressed inside the clave allowing fluids to seep out of the connector; no information on the set up as all packaging was discarded. The leakage was noted on the patient's bed... The patient returned to baseline no adverse effect. Once the clave was replaced the issue was resolved. Device return: although requested, the involved 11956 clave connector and mating/access devices were not returned for investigation.

Manufacturer narrative:
MFR investigation: other: a review of the MFR lot build database for the reported lot # 33-863-sl (MFR date 10/2013) shows (B)(4) units were MFR tested inspected and released. There were no exception documents generated during the lot build. Conclusion: the involved 11956 connector device was not returned for analysis and confirmation. The exact cause(s) of the reported event are unknown at this time.